Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable clamp tubing alarm and continuous beeping. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. High pressure, no disposable, pump turned off, power down, pump turned on alarm messages were found in the pump's event history logs. Visual and functional testing were performed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.